Manufacturer narrative:
It was discovered during the failure analysis that the meter software switch units of measure from mg/dl to mmol/dl. The low results of 67 mg/dl, 54 mg/dl, 53 mg/dl and 89 mg/dl were actually 6.7 mmol/dl, 5.4 mmol/dl, 5.3 mmol/dl and 8.9 mmol/dl.

Event description:
It was reported to nova biomedical on (B)(6) 2014 that the consumer "believes he is receiving 'inaccurately low blood glucose results' and that the date and time no longer are displayed."